Event description:
(3/3, reference (B)(4) for related complaints) (documenting tubing lot 5834557 ) it was reported "non disposable error" 12.6ml stated to remain - but none in cassette ~6 hours early (at 6pm) approx. No patient harm/ades reported at this time. This is a new pump device ? Just arrived at facility for use. Patient has similar pump early finish issue last cycle 2 weeks ago per rn addressing early pump finish at site. No injury. Not a valid lot number.